Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) did not think a tube set message occurred, after the motor was stalled. More than one motor stall was noted in the event logs. The motor stalls and recoveries occurred over a long duration. It was also noted that the pump was not exposed to any high magnetic fields.

Event description:
It was reported the patient experienced spasticity in (B)(6) 2015. It was stated a motor stall was seen on the programmer and no alarm was heard. The pump logs showed ¿2 restarts¿ recorded on (B)(6) 2015 and 1 on (B)(6) 2015 (interpreted to be motor stall recoveries). The healthcare provider (hcp) then adjusted the drug dose to improve therapy effects on (B)(6) 2015 (dose increased from 100mcg/day to 120mcg/day). The patient was then seen on (B)(6) 2015 after hearing 2 pump alarms. Troubleshooting was performed the next day (residual volumes were compared and catheter dye study) the catheter was found to be working perfect. The pump was filled with saline and a 6 hour bolus was programmed. The patient was told to report back on (B)(6) 2015. When the patient returned, the pump was interrogated and an elective replacement indicator (eri) message was seen (pump would stop on (B)(6) 2015). The eri was suspected as premature. The hcp could not compare the residual volumes ¿knowing the pump was malfunctioning.¿ the pump was stopped and the manufacturer representative was asked to intervene. The pump was used to deliver baclofen (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient's pump was returned to the manufacturer, which indicated that the pump was explanted. No other information or details were provided regarding the explant.